Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that r waves were small and there was either ventricular undersensing or latent sensing. The clinician reprogrammed ventricular sensitivity and advised to monitor closely. It was also noted that ventricular threshold is slightly elevated. The lead remains in use. No patient complications have been reported as a result of this event.